Event description:
The pt underwent implantation of a neurostimulation system for complex regional pain syndrome in 1998. The ipg was replaced in 2000. The pt's attorney stated to the MFR, "I represent the pt who had a synergy e-z model 7452 ipg implanted into pt and was told that the battery was guaranteed for five years. However, after it was implanted only 17 months, it stopped working and necessitated being removed, with another surgery and its complications. Pt expects that co will be responsible for this problem caused by the breach of the warranty."